Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges imprecision with inratio meter. Caller stated that trainer deb performed several finger sticks on the pt using different fingers and obtained the following results: testing date: (B)(6) 2013. Inratio inr: (3.4 and 2.0). Strip lot number: (312527). (B)(4). Test dates: (B)(6) 2013. Inratio inr: (qc2h twice). Strip lot number: (310825). (B)(4). Test dates: (B)(6) 2013. Inratio inr: (2.0 twice). Strip lot number: (not provided). (B)(4). Time between testing was few minutes. Pt's therapeutic range is 2.5-3.0. No additional info was provided.